Manufacturer narrative:
(B)(4). The insulin pump had minor scratches on the lcd window, a cracked case at the display window corners, and cracked battery tube threads. A test reservoir was installed and did not lock in place due to a completely broken reservoir tube lip. The insulin pump also had a missing reservoir tube o-ring, a cracked reservoir tube window, and a cracked case at the reservoir tube window corners.

Event description:
The customer reported via phone call the pump has cosmetic damage. The customer's blood glucose is unknown during the incident. The pump will return for analysis.